Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with unspecified antibiotics intraperitoneally (dose and frequency were not reported) for peritonitis. At the time of this report, the patient was continuing antibiotic treatment and was recovering from the peritonitis event. Action taken with pd therapy was not reported. No additional information is available.